Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for liner delamination, sheath damage and distal tip split were confirmed based on the provided imagery and returned product evaluation. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the 29mm commander balloon ruptured during deployment. The heart team attempted to retrieve the commander system with ruptured balloon into the 16fr esheath without success. The heart team made the decision to pull the commander system and esheath as one unit to the femoral head and had the vascular surgeon perform a cut down on the vessel and remove the commander and esheath and repair the vessel.'' Additionally, provided imagery review confirmed partial liner delamination and hdpe damage on distal sheath shaft. In this case, an altered balloon profile likely caught on the sheath during withdrawal, leading to liner delamination and tip split. Retrieving system with burst balloon could also lead to increased withdrawal forces, causing the sheath shaft to weaken. The presence of calcified and tortuous access vessels per imagery could have resulted in sheath damage by promoting non-coaxial withdrawal angles and adverse physical interactions between the shaft and patient's vasculature. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of altered balloon profile) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander balloon ruptured during deployment. The heart team attempted to retrieve the commander system with ruptured balloon into the 16fr esheath without success. The heart team made the decision to pull the commander system and esheath as one unit to the femoral head and had the vascular surgeon perform a cut down on the vessel and remove the commander and esheath and repair the vessel. The patient was transferred to the floor in stable condition. The heart team suspected the balloon rupture was causes by calcified stj. Per additional information received from the fcs, all the pieces of the balloon were accounted for and the c-marker was present. Post angiogram of the vessel showed no damage and great run off below the femoral. Patient had strong dorsalis pedis and posterior pulse. Per a photo provided the sheath liner was delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2, h.6 device code (added 4008) and h.10. The investigation is ongoing.

Event description:
The device was returned for evaluation. Per pre-deco evaluation of the returned device, a sheath distal tip split was observed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6.the complaint for sheath liner delamination was confirmed based on the provided imagery. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.a review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.as reported, ''the 29mm commander balloon ruptured during deployment. The heart team attempted to retrieve the commander system, the vascular surgeon perform a cut down on the vessel and remove the commander and esheath and repair the vessel.'' Additionally, provided imagery review confirmed partial liner delamination and hdpe damage on distal sheath shaft.calcification and tortuosity could have physically constrained the delivery system and contributed to non-coaxial withdrawal angles between the delivery system and sheath. Non-coaxial retrieval can cause the delivery system to catch onto, or interact unfavorably, with the sheath liner and shaft, and lead to the reported damage. A burst balloon may cause the balloon to be more susceptible to catch on to the sheath during withdrawal and lead to liner delamination. It is possible that the sheath sustained damage during system removal. Retrieving system with an altered balloon profile could lead to increased withdrawal forces, causing the sheath shaft to weaken and stretch. The increased withdrawal forces could also promote adverse interactions between the shaft and patient's vasculature (e.g. Calcification, tortuosity), leading to the sheath damage and sheath liner delamination.as such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of altered balloon profile) may have contributed to the reported event.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.